Event description:
The pt was a (B)(6) male. The target lesion was mid lad. The lesion was a de novo, moderately calcified and moderately tortuous. There was 100% stenosis. It was an emergent case due to an acute myocardial infarction. Aspiration and pre-dilation with a bc (ryujin plus, 2.5/15 mm) was conducted. A cypher (2.5/28mm: complaint product) was delivered to the target lesion with difficulties due to the calcified vessel. When the cypher was being inflated up to 10 atm, the balloon ruptured. Rupture was confirmed by contrast media leakage under cag and back-flow of blood into the inflation device. Therefore, the physician immediately retrieved the sds of the cypher and post-dilation was conducted with a bc (powered lacrosse, 2.75/20mm) to post-dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. The device prepped normally. A boston indeflator was used. The balloon was removed easily.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Balloon burst is a known potential event associated with implanting coronary artery stents. Review of the info provided is suggestive of vessel/lesion characteristics contributing to the reported event.